Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for inspection. The distal segment was deformed in a hook-like shape. The polymer jacket was found torn and peeled, exposing the coil wire at approximately 10 mm from the tip. There was a part of exposed coil wire and a scratch mark on the polymer jacket at approximately 42 mm from the tip that was likely caused by contacting some sharp object. Microscopic observation of the distal segment found that the polymer jacket was diagonally elongated and torn. The polymer jacket was found elongated and gathered distally from the peak of the hook-like curve. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal segment of the guide wire might have been deformed due to pushing force applied when advanced into the cto. When the guide wire was removed, the surface of the deformed segment could be rubbed hard by the concomitant microcatheter, scratching the polymer jacket of the guide wire. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the peeled polymer jacket might be left in the patient anatomy. The instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated]; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire was used with an asahi microcatheter for treatment of a heavily calcified cto in the below-the-knee region during a ppi. When the guide wire was withdrawn to check the tip, anomaly was observed with polymer jacket on the distal segment. The guide wire was replaced with another guide wire to continue the procedure. Poba was performed and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with the case and the patient was fine without problem after the procedure.